Manufacturer narrative:
Patient identifier not provided (cmp- (B)(4)). Date of birth not provided. Weight not provided. Lot number not provided / unknown. Device manufacture date unknown; lot number not provided.

Event description:
Doctor indicated that the ratchet extension ire200 did not release from the xifnt411 implant and the implant had to be removed.

Manufacturer narrative:
One osseotite® tapered implant and one certain® universal ratchet extension implant driver (long) were returned for inspection. Visual inspection revealed damage across the threads of the implant, and wear at the driver body. Part was functionally tested. The products were seized together and could not be disengaged. The complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: documents identify instructions for connecting and inserting the reported ratchet extension: subcrestal implant placement protocol ¿ certain® internal & external hex connection tapered implants ¿final seating of the implant may require the sue of the ratchet extension and the ratchet wrench. Verify that the ratchet extension is engaged/retained within the ratchet wrench (wr150 or h-tirw), in order to prevent accidental swallowing or aspiration of the ratchet extension.¿ complaint indicates parts were seized together during use. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.